Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 178mg/dl. Troubleshooting was performed, and the buttons were unresponsive. Instructed the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued and the time clock was not advancing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.